Manufacturer narrative:
Corrected data: section h6: health effect: clinical code was inadvertently populated in initial MDR. It should not have been populated as 4581 at all. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: upon further review it was noted that the lens was removed during the same surgery and patient suffered from hyphema. Section below updated. Section h6- clinical code : hyphema all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age or date of birth, weight, and ethnicity: information unknown not provided. If implanted, give date: not applicable as the lens was not implanted. If explanted, give date: not applicable as the lens was not implanted. Reporter phone number: (B)(6). Device evaluation: the preloaded unit was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be performed. Manufacturing record evaluation: the device manufacturing records were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
During the injection of the intraocular lens into the patient¿s eye, the lens appeared without a haptic loop. The haptic loop was inside the injector and detached from the lens. The lens had to be cut to be explanted. There was a 15 minute delay as the patient had an iris emorragy (hemorrhage), no other lens can be implanted. An incision enlargement and sutures were required. A vitrectomy was indicated as probably being needed the next day. The device was noted not available for investigation. No additional information provided.